Event description:
Report received from (B)(6) stating that the device motor was overheating. Device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "overheating" was confirmed. Device failed pre-repair temperature test. If additional information becomes available a supplemental report will be submitted. (B)(4).